Manufacturer narrative:
(B)(4). D10: cat# 139256 lot # 464380 m2a-magnum 42-50 tpr insrt std. Cat# 15-103202 lot# 440550 taperloc microp lat fmrl 7.5mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, developed pain and elevated cobalt serum levels. It was reported that no further information is available.